Manufacturer narrative:
The device was not returned for investigation. It was reported the angiogram showed successful hemostasis and narrowing/filling defect present at access site. However, this cannot be confirmed due to not receiving angiograms. Filling defects seen at the access site are typically either dissections or collagen partially in the vessel. A catheter was advanced, and the reporter alleged that further angiograms showed a possible dissection present. Dissections are a common large bore procedural complication. The following adverse event related to the deployment of vascular closure devices has been identified in the us IFU: local trauma to the femoral or iliac artery wall, such as dissection. The device history record (DHR) documentation was reviewed and no non-conformities related to this event were identified. Risk documentation was reviewed and confirmed the occurrence rate for type of event is below risk documentation acceptable limits. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The IFU states that stenosis and dissection are two possible adverse events related to deployment with vascular closure devices. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on a (B)(6) y/o male patient on (B)(6) 2019. It was reported that following deployment with manta 18f a post procedure angiogram showed a filling defect at the closure site. A catheter was advanced from the contralateral side, the guidewire was removed from the manta and the suture was cut. A 6mmx4cm balloon was advanced from the contralateral side and inflated for 3 minutes two different times. Another angiogram showed the filling defect. Next a 7mm x 4cm balloon was inflated for 3 minutes. It was described that a defect was now seen during balloon inflation away from the access/closure site. A follow up angiogram showed a slight defect but was described as "not flow limiting."